Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that a device apparently delivered an unexpected bolus while in use on a patient, infusion fluid or drug is unknown. There is no report of patient harm or medical intervention, and no further information hqa been provided.

Manufacturer narrative:
The customer¿s report of an unexpected bolus or possible higher than expected flow rates could not be confirmed. The customer did not provide a time or date of the event. In addition, no details of the intended infusion parameters were provided. Because the associated pcu event log was not available, the exact programming and drugs used could not be determined. Testing and inspection of the pump module found no malfunctions, and the device to be infusing within specification. The root cause of the reported experience with an unexpected bolus, or possible completion of infusion earlier than expected was not determined. The pcu and administration set were not received for investigation.